Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a melted fill valve component. This was discovered upon troubleshooting, as the unit was arcing and producing smoke when turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed replaced the fill valve and the mixer was returned to service, however it began filling regardless of the cycle it was in. The biomed ordered a control board and cpu chip to resolve this issue. Once those parts are received, the unit will be back in service. The biomed confirmed that besides the control board, there was no further damage observed on any other components, or any other additional issues, associated with the melted fill valve. The biomed confirmed that the fill valve has already been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the fill valve and control board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified a melted/arcing/smoking fill valve component. Therefore, the complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a melted fill valve component. This was discovered upon troubleshooting, as the unit was arcing and producing smoke when turned on to make acid. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed replaced the fill valve and the mixer was returned to service, however it began filling regardless of the cycle it was in. The biomed ordered a control board and cpu chip to resolve this issue. Once those parts are received, the unit will be back in service. The biomed confirmed that besides the control board, there was no further damage observed on any other components, or any other additional issues, associated with the melted fill valve. The biomed confirmed that the fill valve has already been returned to the manufacturer for physical evaluation.